Event description:
It was reported that the bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe experienced leakage past the stopper. The following information was provided by the initial reporter: during an intra-muscular injection of a treatment to a patient, part of the product leaked from the plunger of the syringe. During the preparation of the syringe, no anomaly was detected. Consequences: unquantifiable loss (a few ml). The entire treatment was not injected (antipsychotic).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 19-dec-2022. H6: investigation summary: a device history record review was completed for provided material number 309110 and lot number 2206165. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, physical samples were returned for evaluation by our quality engineer team. Through examination of the samples, leakage was observed. It has been determined that the leakage was most likely a consequence of damage in the plunger lip component. This type of damage may be produced during the handling of the product through the manufacturing process or within the plunger assembly machine. H3 other text : see h10.

Event description:
It was reported that the bd discardit ii 10ml sterile disposable graduated eccentric luer slip syringe experienced leakage past the stopper. The following information was provided by the initial reporter: during an intra-muscular injection of a treatment to a patient, part of the product leaked from the plunger of the syringe. During the preparation of the syringe, no anomaly was detected. Consequences: unquantifiable loss (a few ml). The entire treatment was not injected (antipsychotic).